Manufacturer narrative:
(B)(4) describe event or problem - additional, serial number - additional, device available for evaluation - additional, additional information/device evaluation, device evaluated by manufacturer - additional, event problem and evaluation codes - additional.

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and there was no failure detected related to the complaint. A review of the downloaded receiver log confirmed the reported event of a permanent out of range signal. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Patient's grandmother contacted dexcom on (B)(6) 2016 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2016. Sensor was inserted on (B)(6) 2016 into the arm. The dexcom g4 platinum (pediatric) continuous glucose monitoring system user's guide states: do not insert the sensor in sites other than the belly (abdomen) or upper buttocks. Use in other sites might cause sensor glucose readings to be inaccurate and could result in you missing severe hypoglycemia (low blood glucose) or hyperglycemia (high blood glucose) events. Additionally it was reported that an alternate blood glucose test was used. The dexcom g4 platinum continuous glucose monitoring system user's guide states: do not use alternative blood glucose site testing (blood from your palm or forearm, etc.) For calibration. Alternative site blood glucose values may be different than those taken from a fingerstick blood glucose value and may not represent the timeliest blood glucose value. Use a blood glucose value taken only from a fingerstick for calibration. Alternative site blood glucose values might affect sensor performance, and you might miss a low or high blood glucose value. At the time of contact, no injury or medical intervention was reported.